Event description:
New information states that the patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise. No intervention was performed. The patient was in a stable condition.

Event description:
New information states that the patient presented via remote transmission. Upon review, the atrial lead exhibited low impedance and noise. Noise was reproducible with isometrics. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, multiple inappropriate auto mode switch episodes were noted due to atrial lead noise. The lead chronically exhibited low impedance since (B)(6) 2018. No programming changes were made. The patient was in stable condition.